Event description:
This is a report where a customer experienced an unspecified issue with a homechoice device. This event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The reported problem was identified during the event history log review as battery failed messages. Sample analysis revealed that the direct cause of the problem was a depleted lead acid battery and a noisy pump which were both replaced to resolve the reported issue. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found. Should additional relevant information become available, a supplemental report will be submitted.